Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported via remote transmission. Review of transmission revealed that the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made to resolve the issue.

Event description:
New information noted that patient presented via remote transmission on (B)(6) 2018. Post paced t-wave over-sensing continued after programming changes were made. Patient remained asymptomatic.